Event description:
It was reported that during a lap nephrectomy procedure, the device fired during procedure, reload only deployed one side. Staples did not deploy on specimen side so no pt consequence. Case completed with another device of the same product code. No pt consequence.

Manufacturer narrative:
Date sent: 06/26/2006. A1,2,3,4; b6, 7; d11; information was not provided. D4; h4, 6: information anticipated , but unavailable at this time.